Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had exposed to moisture the screen was completely blank and it wont turn on. Customer's blood glucose value was unknown at the time of the incident. Customer stated the button error alarm was present in history at or around the time that the insulin pump was exposed to moisture. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on the electronics assembly. Unable to verify button or keypad anomaly and perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Insulin pump received with moisture damage on motor, vibrator, keypad and battery tube assembly.